Manufacturer narrative:
Additional info will be provided once the investigation is completed.

Event description:
It was reported that during a case, the unit failed to function. Attempts were made to troubleshoot the malfunction. However, the unit failed to function. It was further reported that the case was not completed. The pt was woken up and the case will need to be rescheduled.